Event description:
The biomedical engineer (bme) reported that a patient expired on the (B)(6) 2026 at 1:15am and were unsure if the alarms were present at the central nurse station (cns).

Manufacturer narrative:
The biomedical engineer (bme) reported that a patient expired on the (B)(6) 2026 at 1:15am and were unsure if the alarms were present at the central nurse station (cns). Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: a2 - a6, b6, b7. Attempt # 1: (B)(6) 2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2026 emailed the bme for the information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2026 emailed the bme for the information in the ni list above: the bme replied with the most information they had and the rest of the requested information was unknown. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: gz-130p, serial #: (B)(6), device manufacturer data: 08/11/2025 (aug.), unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.